Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 36 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility and increased sensitivity. No further patient complications were reported.